Manufacturer narrative:
Codes are unable to be selected, esubmitter has been notified. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported similar events. See MDR's 3013394970-2017-00396 and 3013394970-2017-00398. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a vessel occlusion. Angio-seal has recently had some issues with arteries becoming obstructed and causing cold legs. Not sure of the cause but it seems the collagen and anchor are within the artery after looking at films. According to account they have seen this recently. The patient was reported to be in good condition and to have cold leg. The procedure outcome was reported to be good, there was cold leg blocked artery. Additional information was received on (B)(6) 2017. The doctor deployed this angio-seal on 2/26/2017 and he re-intervened on (B)(6) 2017 through the same right cfa and noticed inflammation/blockage at the level of the original angio-seal deployment.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide patient & device codes that were not able to be selected in the initial report & to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.